Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-01149. It was reported the patient is experiencing a heating sensation at his ipg site while charging. The patient reports his ipg site gets extremely hot when he tries to charge. The patient is requesting to have his scs system removed.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report:reference MFR report: 1627487-2013-1149. Additional information received identified in 2013 the patient experienced pocket heating while charging upon falling asleep while charging and experiences burning at the site. As a result, the patient has not used his system since 2013. The patient still desires to have the scs system explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.